Event description:
It was reported that after a factory reset, the ilet displayed that the newly inserted freestyle libre 3 plus sensor had one day until expiration and remained in pairing mode without receiving glucose data, leading to an alert to connect cgm or enter blood glucose; the user scanned the sensor and manually entered a fingerstick value of 209 mg/dl, after which the ilet began displaying glucose readings. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing and affected insulin dosing decisions. Investigation included guided troubleshooting and user education performed remotely. Investigation of this case revealed successful restoration of cgm data flow and ilet operation after confirming sensor start on the mobile app, rescanning the sensor, and entering a blood glucose value on the ilet. It was concluded that the event was resolved through user guidance with no further device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.